Manufacturer narrative:
Intermittent button response due to moisture damage keypad trace. Device passed prime, excessive no delivery alarm and displacement test. No excessive no delivery alarm. Scratched lcd window, cracked display window corners, cracked reservoir tube lip. No button error alarm.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
Customer reported via phone call that the device alarmed no delivery alarms after set change. Customer's blood glucose was 50 mg/dl. Customer mentioned the issue was resolved by a complete set change. Customer mentioned the device had alarmed button error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.